Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analyst commented, beginning (B)(4) 2015, 13907 ventricular sic; ventricular tachycardia (vt) non sustained (ns) and ventricular fibrillation (vf) detected episodes with lead noise oversensing. Analysis of the device memory indicated the right ventricular lead integrity alert. Analyst commented, rv lead integrity warning occurred on (B)(4) 2015 for 2 or more vtns episodes and sic greater than or equal to 30 in 3 days. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, during the week ending on (B)(4) 2015, rv pacing impedance spiked to 1425 ohms up from a trend in the 400-500 ohm range. Impedances continue to be high and variable. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Analyst commented, vf detected episodes with inappropriate shocks. (B)(4).

Event description:
It was reported that during a device check visit, the right ventricular (rv) lead exhibited high impedance,possible fracture, undersensing, and inappropriate therapy administered to patient. The rv lead was inactivated, remains in the patient, and replaced with a different lead. No further patient complications have been reported as a result of this event.